Event description:
A malfunction alarm occurred, identified as malfunction code 12, with a fault ID of 0x2071. The customer's blood glucose level exceeded 500 mg/dl, with the exact value unspecified but indicated as "high." To address the high blood glucose, the customer administered a correction injection via mdi. No third-party assistance was required. The pump malfunction was reset with guidance from technical support, and the malfunction did not recur.